Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been to the emergency room on (B)(6) 2015 with blood glucose of 36 mg/dl. Customer reports to have gone out eating and drinking for the holidays, and ignored insulin pump when it recommended a correction. Customer was in the emergency room due to low blood glucose. Customer was treated with insulin gel and released. Customer declined troubleshooting for low blood glucose. No further information provided.